Event description:
It was reported to nova biomedical that a consumer received a result of 187 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 93 mg/dl. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation, the expired test strips were discarded.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.